Manufacturer narrative:
The device was returned for analysis. Visual inspection of the device did not reveal any anomalies. Further electrical and mechanical analyses were performed, and no anomalies were found. The cause of the stripped set screw was determined to be damage during the implant procedure. Based on the device analysis and the information received, the cause of the high impedance could not be conclusively determined.

Event description:
During the implant procedure, the pacing impedance was high and out of range on the atrial channel. The lead was disconnected and re-inserted into the header block, but the set screw could not be tightened since it had become stripped. The device was replaced and the procedure was completed without further complication. The patient was stable.